Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer advised their insulin pump does not deliver insulin properly. Customer changed out their set and programmed a 6 to 7 unit bolus twice and nothing came out. Customer declined to troubleshoot and advised it is a waste of their time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.